Event description:
It was reported that the patient was brought to the emergency room after experiencing syncopal events. It was found that the right ventricular lead exhibited loss of capture. The lead was capped and replaced.